Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor(gold). Unable to confirm compromised force sensor system alarm due to motor error alarm. Insulin pump passed displacement test, self test and unexpected restart error test. Insulin pump passed all operating currents tested within the specific range and passed off no power test. Insulin pump was received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was 423 mg/dl at the time of incident. The customer declined troubleshooting for high blood glucose. It also stated that the insulin pump alarmed compromised force sensor system.the customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.